Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection of the device was unable to confirm this report. This device met product specifications related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate's blue winged luer cap was loose. The packaging appeared to be fine when the carton was opened; this was identified after the device was filled with a non-baxter solution, after it was in storage. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. During visual inspection it was identified that the blue winged luer cap was securely attached to the distal luer lock. No malfunctions were identified. If additional relevant information is obtained, then a supplemental report will be submitted. This is the same event as (B)(4).